Event description:
As reported: end user states the battery was fully charged, stand alone on a table. It started to smoke and melted to create a hole next to the pin connectors. No injury.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Section d4 primary unique device identifier (udis) # is intentionally blank per rule 21 cfr 801.30(8). The device was intended for export only. The subject battery (power cartridge), serial number, (B)(6) was produced in 2018 by caire's battery supplier (B)(4). The battery is out of warranty and is beyond useful service life for a lithium power cartridge of its type. Caire manufacturing records confirm that subject battery (B)(6), produced in 2018, shipped with caire eclipse 5 serial number (B)(6) produced in 2018. Subject battery (B)(6) was reported to have been used with caire eclipse 5 serial number (B)(6) produced in 2024. The subject battery should not have been used with the reported eclipse 5 unit, as this is not the unit with which it shipped. The incident occurred on the island of (B)(6). Subject battery (B)(6) was reported to have been fully charged at the time of the incident. Because of the presumed full charge and iata, adr, and other transport regulations, the subject battery could not be safely returned to a caire facility for investigation. Caire cannot send a technician to (B)(6). Caire contacted battery manufacturer (B)(4) to aid a remote investigation of the incident. (B)(4) noted that lithium batteries have a natural service life less than the elapsed time and are not designed to be used indefinitely. (B)(4) noted that a specialized testing kit would be required to attempt to pull failure codes from the subject battery, and that the battery in its current condition may not be readable. Because of the location of the subject battery and other factors noted above, this testing will not occur. The event cannot be replicated by caire. The subject battery meets safety requirements per iec 62133, ul 60950-1 and iec 60601-1. The eclipse 5 user and service manuals recommend monthly and annual battery service and provide instruction for proper battery disposal. The service manual provides instruction for proper handling and storage of the battery, including proper moisture and humidity controls, proper temperature ranges, and other environmental conditions. Warnings and cautions include storing the battery (identified as power cartridge throughout) in a cool dry place, not leaving the battery a vehicle on a hot or cold day, not tampering with, disassembling, crushing, or heating the battery, avoiding moisture, avoiding dropping, and avoiding poking objects into the contacts. Care instructions include heeding the warnings and cautions above and identify proper cleaning tools and techniques. The warnings and cautions are typical of that applied to any lithium-ion power cartridge. Eclipse 5 risk assessment toc-ra-1003 rev l was reviewed and determined to be still adequate without revision. The usability assessment addresses battery fire hazards and environmental conditions at the user, servier, transport, and handling levels. Risk control measures identify instructions, cautions, and warnings in the user and service manuals.